Event description:
The healthcare professional reported that the blood glucose monitor was reading in the incorrect unit of measure for which it is labeled. The user reported that the meter was reading in mmol/l. Based on the serial number and the label on the back of the device, the blood glucose monitor should be reading in mg/dl.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.